Event description:
A site representative reported that, midway through an ethmoid procedure, the straight suction would not verify. The instrument verified, without issue, at the beginning of the procedure. There was no delay in surgery. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Lot number provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. The ear, nose & throat (ent) application showed red status and said "failed verification". The tool failed verification with an error of 4.0mm. The reported event was confirmed and the most likely cause was that the instrument was bent during use. The device was replaced to resolve the issue.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement straight suction shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A review of the device manufacturing records showed no anomalies.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.